Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information received from a consumer reported intermittent overstimulation. The issue occurred during use while the consumer was walking to the bathroom; he was not sure if the it was related to the standing position. It was noted that there were no falls or trauma related to the issue. The consumer had coughed and the amount of electrical activity in his legs failed and he almost fell. It was noted that if the consumer crossed his legs he would feel stimulation a little bit. Additional information received from the consumer the next day reported that he wished to meet with a manufacturer representative for reprogramming. Stimulation eased the pain in his feet sometimes but other times it didn't. Stimulation was also electrocuting the consumer's legs to the point when his muscles ache. It was noted that the trial external neurostimulator was put in on the night of (B)(6) 2015 and that the consumer stayed in the hospital that night and only got two hours of sleep. It was noted that the consumer was "still playing with the thing". It was also noted that the electrocuting stopped when he turned stimulation off. Pain in his back was keeping him awake, and "his whole body is knocked down". The consumer was prescribed vicodin but that also kept him awake too. The consumer was sick, dizzy, and nauseated. The consumer was to follow-up with his health care provider. No further outcome, troubleshooting, or diagnostics were available. Follow-up was done to obtain this information; if additional information is received a follow-up report will be sent.